Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the exhibit central monitor system displayed an offline message displayed in the patient zones for telemetry beds. The issue was resolved by performing a software reset and then discharging and readmitting the patient to the central station. No injury was reported as a result of this event.